Event description:
The customer observed a false reactive ca19-9 result for one patient on the architect i2000sr analyzer. The following data was provided: initial 920 u/ml ((B)(6)). A pet scan was performed and no tumors were found. Ca19-9 was repeated 26 u/ml ((B)(6)).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Pet scan note: this report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27.

Manufacturer narrative:
The product was not available for return. Accuracy testing was performed using a retained reagent kit of the same lot number. Testing met all specifications. The customer retested the patient the following month on architect and the result was as expected. This indicates a potential sample integrity or sample handling issue with the initial result. The investigation also included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.